Event description:
It was reported the customer had a vibrate anomaly. Customer's vibrate mode was not functional. The customer stated the vibrate anomaly occurred during normal use. It was found the insulin pump did not vibrate during a selftest. Customer's blood glucose was 134 mg/dl. No additional information provided.

Manufacturer narrative:
The vibrator motor vibrated during self-test. No vibrator anomaly was noted. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.